Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the product was shipped in accordance with the specifications. Based on the results of the investigation, the balloon tip was broken and leaking. However, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of the balloon tip detaching was confirmed. The scope balloon tip was noted to be missing. Damage was noted to the scope¿s probe unit. The bending section glue was also noted to be damaged. The charge coupled device (ccd) unit wire length is short and cannot be recovered. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that at the conclusion of an unspecified diagnostic procedure, the balloon tip detached from the scope when the balloon was removed. No device fragment fell into the patient. The intended procedure was completed the same device. There was no patient injury reported.